Manufacturer narrative:
Evaluation results: failure to follow instructions- lesion not pre-dilated and force applied when resistance met. No results available since no evaluation performed- device or procedural images not provided for review. Patient's condition affected effectiveness of device -calcified. Inherent risk of procedure-stent deformation and failure to deliver the stent. Evaluation conclusion: inherent risk of procedure-stent deformation and failure to deliver the stent. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-calcified. (B)(4).

Event description:
The physician was attempting to implant an integrity rx bare metal stent .the lesion had not been pre-dilated. During attempted delivery, the device could not cross unanticipated calcium even though the physician pushed hard. When the device was removed, stent damage was noted. The lesion was subsequently per-dilated and another stent was used. No clinical sequelae reported.